Manufacturer narrative:
The MFR did not received devices for review. Other source documents (surgical reports of implantation and revision, labels) were provided. The device history records were reviewed and found to be conforming. A tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). For example, metallosis of the hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probably cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component 62/56 code v, on the left side, on (B)(6) 2006. The pt was revised on (B)(6) 2013 due to pain, wear, fluid collection and metal reaction and alval (acute lymphocytic vasculitis associated lesion) reaction.